Event description:
During surgery, he had an open repair of right common femoral artery due to a failed pro-glide device. When the extension endoprosthetic was deployed, it appeared as though it deployed in the inferior margin of the renal artery; however upon release of the suprarenal bare-metal stent, the graft did not land in the anticipated zone. FDA safety report ID# (B)(4).